Event description:
The customer reported that the system would not display images on monitor. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The connector pin in the lemo receptacle was secured and the interconnect cable was reseated. The system was tested and found to be working as intended and put back into service.